Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during preparation for surgery, the balloon was tested and could not be inflated. Not used for patient. Used another device. No patient injury was reported.

Manufacturer narrative:
(B) (4).